Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient's anatomy cannot handle standard cylinder sizing and requires a swap to narrow cylinders [sizing issue]. The revision surgery has not yet been performed.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of discomfort, bulge in shaft, and poor tissue integrity, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the revision procedure was performed on (B)(6) 2026. The patient complained of a bulge in the shaft and discomfort. The surgeon stated that the revision was due to poor tissue integrity [erosion/ exposure] and the concern was with the cylinders due to patient anatomy. The cylinders were successfully changed.